Manufacturer narrative:
Device passed displacement test and self test. The audio tones or beeps functioned properly. No unexpected pump error 63 alarm found during testing or in the device history file. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an audio anomaly. The device failed the audio test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.